Event description:
It was reported by the customer's diabetes educator that the customer's battery was not charging. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.